Event description:
Facility rep stated that the left side brake was still touching the wheel while in a neutral position. Advised that the end user needed to contact the va, to get the brake or chair exchanged.